Manufacturer narrative:
Analysis confirmed the customer comment that the output connectors needed to be replaced, their assembly was broken. It was additionally noted that the display wires were pinched with the insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ports on the external pulse generator used to connect in the leads need to be replaced. The generator was returned for service. There was no patient involvement.